Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that was emitting tones. Upon interrogation it was revealed that a bd code was present upon interrogation indicating a battery issue. A copy of the device¿s memory was reviewed and noted that this device had a benign reset six months earlier. There was also episode marker shifting noted in several episodes over several days. This shifting of markers may result in undersensing at higher rates which could cause the device to fail to detect and treat an arrhythmia should one occur while this behavior is ongoing. Boston scientific technical services (ts) recommended performing a reset to resolve the shifted marker issue and restore normal device detection. Additional memory analysis is ongoing to better understand the battery condition following the bd error. The device was programmed off and the patient hospitalized for the time being. The device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A review of the device diagnostic log confirmed that battery voltages had been dropping. The device case was opened and an external power source was connected to the device. Upon soldering the external power source to the can a device reset occurred. As a result, the condition that caused the high current draw was cleared by the reset. Analysis confirmed the presence of a high current drain; however, the high current disappeared during testing and the root cause could not be identified.